Event description:
Correction: doctor also reported that the screw for the implant mount was distorted.

Manufacturer narrative:
This report is being submitted to relay both corrected data and additional information. The corrected data is that (b5) doctor also reported that the screw for the implant mount was distorted. Previous report (0001038806 -2020 -00254) only mentioned internal connection of implant was damaged. Also corrected is that (d10) the date for when the device was returned to manufacturer was missing in the previous report (0001038806 -2020 -00254). The following sections are being reported: h6: method code was updated to 3331 and 4109. H6: results code was updated to 180. H6: conclusions code was updated to 4307. The reported device was received for evaluation. The reported condition of a bent implant mount screw and damaged implant mount was confirmed, but damage to the implant was not confirmed. Visual inspection of the as returned product identified significant damage around the mount and a bent screw and hex of mount but no damage to the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the internal connection of the implant was damaged. The implant was removed and replaced with another implant. Tooth location 30.